Event description:
It was reported that that the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of approximately 980 mg/dl. Patient was admitted to the intensive care unit with diabetic ketoacidosis with high ketones that a healthcare provider determined to be life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged 7 days after admission with possible heart damage. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
Per the tandem user guide: empty cartridge alarm indicates that your pump detected that the cartridge is empty and all deliveries have stopped.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.